Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported that, during a case, the bag/vent switch was not working as expected. The clinician switched to bag mode to maintain ventilation. There was no reported patient injury.